Event description:
The manufacturer received information alleging a ventilator service required alarm occurred and the device's screen was unable to operate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. In addition of the above evaluation, the device's display ribbon cable was replaced due to display ribbon cable was exposed, which was not related to malfunction. The technician performed final test, battery checking, valve checking, a test run, cleaning, and software version was checked.